Event description:
Info received indicates the bed rolls very hard and the casters continue to ratchet when in brake.

Manufacturer narrative:
The technician found rubber missing from the caster tires and the casters were worn. He replaced the casters to repair the bed.